Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported the device was in use during patient surgery. According to the reporter the patient received red blisters on anterial mid lower legs and left lateral knee and left inner ankle. No additional information on patient outcome or treatment methods has been provided at this time.